Event description:
It was reported that a hole was observed in the sterile packaging of the product. No adverse consequences were reported.

Manufacturer narrative:
The product was not returned for investigation. Based on the information reported, product packaging was damaged.